Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
A patient specific implant prescription form was received for the patient's left jts extendible total femoral replacement. Noted on the form: "knee flexion contracture, need to revise to rotating platform, cemented tibial component. Revision total femur replacement to rotating platform tibial component with cemented keel/ stem. Plan to revise the poly, bushings, hinges, tibial component. Can we have options to shorten the distal femoral component if needed?"